Manufacturer narrative:
(B)(4).

Event description:
The actual residual pump volume (12cc) was greater than the expected residual volume (4cc). Add'l info has been requested, a f/u report will be sent if add'l info becomes available.